Manufacturer narrative:
Reported event of stent damaged. Reported event of catheter difficult to remove. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 6 cm malignant stricture around the pylorus. During the procedure, the physician was able to deploy the stent. Reportedly, the stent was damaged when the delivery system was caught in the distal part of the stent when the delivery was being removed from the patient. Another stent was implanted within the stent to complete the procedure. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent of the device was not returned to the complaint investigation site for analysis. The visual analysis of the returned device found that several dimensions along the tip of the device were measured using a digital calliper ((B)(4)) and all points were verified to be within specifications. The investigator observed that the inner shaft was kinked 95mm proximal to the tip and the dark blue outer sheath was kinked 325mm distal to the distal handle. During the product analysis the investigator was able to advance and retract the outer sheath without any resistance. No other issues were identified during the product analysis. Based on the event description and the condition of the returned device, it is likely the noted damages were due to procedural factors such as maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 6 cm malignant stricture around the pylorus. During the procedure, the physician was able to deploy the stent. Reportedly, the stent was damaged when the delivery system was caught in the distal part of the stent when the delivery was being removed from the patient. Another stent was implanted within the stent to complete the procedure. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on june 10, 2014. According to the complainant, the stent was implanted in the pylorus during an endoscopic metal stent placement.